Event description:
It was reported that the xenon light source exhibited error b30 (scope communication error) during inspection for use. There was no patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone and informed of the event. She was getting the b30 communication error. She took the scope to another tower and it worked fine. Advised her that she could do the following: reseat the communication cable between the cv-190 and the clv-190 and observe the result. Swap out the light source and observe the result. She said she already cleaned the contact points on the scope but the issue persist. However she also admitted that she did not power off both the cv-190 and the clv-190 before trying a different scope. Advised her that both system must be powered off for the error to reset before trying a new scope. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.